Event description:
Ob pt needed emergency c-section due to baby condition deteriorating in utero. Anesthesiologist inserted epidural catheter for anesthesia, but it linked and needed to be removed. Inserted 2nd catheter, but unable to advance so removed that one, but it had a section missing after removal. Inserted 3rd catheter which worked well. Procedure continued with birth of live baby. (B)(6) did well. We scanned to determine if tip of catheter could be see in pt. Catheter is radiopaque and should be seen if present. Not seen. Scanned after 3rd catheter was removed and still not seen. Literature states if not seen, not present. Pt with no unusual six's but was told that occurred. We determined it must have been a defective catheter. Duration of use: 10 min. Diagnosis or reason for use: needed to administer anesthesia emergently to ob pt.